Event description:
It was reported that no battery voltage could be measured with the pacemaker, likely due to a bit flip in the lead impedance/battery voltage trends. No further information could be obtained after multiple follow-up attempts. No patient complications have been reported as a result of this event.